Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via phone call high blood glucose levels. Customer's blood glucose level was 400 mg/dl. Customer advised the insulin pump would show them to have low blood glucose when they were really high and vice versa. Customer also advised their sugar glucose was 220 mg/dl and there blood glucose was 400 mg/dl which is a big differential. Customer advised they felt very sick and threw up. Customer declined to speak to the 24 hour helpline and complained about the insulin pump.